Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The hypotube was broken 235mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that a hypotube break formed part of the complaint incident. The stent struts on the most proximal row were raised and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-sep-2015. It was reported that crossing difficulty occurred. The 70% stenosed target lesion was located in the moderately tortuous right coronary artery. The lesion was predilated using a non bsc balloon catheter and a 38 x 2.75mm promus premier stent was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed stent damage and hypotube break.